Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the waveguide was found to be broken. The broken piece was returned. It was reported that the device broke during use. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. This issue can occur if the titanium waveguide became cracked from continued use after it may have come in contact with a metallic object. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. The instructions included with this device provide the following guidance: contact between the active blade and other metal objects (hemostats, clips, staples, retractors, etc.) May result in unintended damage to tissue and/or device failure. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an endometriosis procedure, in the middle part of the case, the device's jaw broke while being used on patient. It did not come into contact with any metallic instrument or object. Nothing fell into the patient's cavity. No red light was observed. Another dissector was used to complete the procedure. Based on the investigation, the crack propagated until the waveguide fractured. There was no patient injury.